Event description:
The reporter contacted animas on (B)(6) 2014 alleging an intermittent power issue. The reporter stated that the battery compartment of the pump was cracked. The reporter stated that the patient¿s blood glucose (bg) was over 500mg/dl with polyuria and polydypsia. The patient did not receive treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2014 with the following findings: there were unexplained power on resets observed in the black box on (B)(6) 2014. Black box shows on (B)(6) 2014 21:00 a power on reset after replace battery alarm; deliveries resumed when pump was primed at (B)(6) 2014 22:39. The battery compartment is cracked from threads to case seal. Returned battery cap has stripped threads and is unable to fully attach to the pump. The power on resets were duplicated with returned battery cap. The new test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test. There was no power interruptions duplicated using the new test battery cap. Total daily dose adds up correctly. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.